Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when it was immediately noted that there was a thrombus that had formed on the end of the was. After all release criteria was checked the physician released the closure device from the core wire of the wds and successfully implanted the closure device in the laa of the patient. The patient was given 5000 units of additional heparin and the physician used a syringe to aspirate the thrombus from the patient while the was being removed. The aspiration was successful, and the thrombus was removed from the patient. The patient did not experience any complications or consequences as a result of this event.